Event description:
It was reported that during a thrombectomy and atherectomy procedure in the tortuous right superficial femoral artery occlusion via the left groin contralateral access with cross over approach, the helix allegedly broke and detached. Reportedly, the broken part of the device was retrieved using snare device. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and therefore, the catheter was physically investigated. During physical investigation, the helix was found broken. The helix was delivered separated from the catheter. The broken part was connected to the snare and introducer sheath. The helix was broken at 18 cm from the tip of the catheter. The reported helix break can be confirmed. Furthermore, the reported device detachment cannot be confirmed. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and therefore, the catheter was physically investigated. During physical investigation the helix was found broken. The helix was delivered separated from the catheter. The broken part was connected to the snare and introducer sheath. The helix was broken at 18 cm from the tip of the catheter. The reported helix break can be confirmed. Furthermore, the reported device detachment cannot be confirmed. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 01/2027), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial artery occlusion via left groin cross over approach, the helix allegedly broke and detached. Reportedly, the broken part of the device was retrieved using snare device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via cross over approach, the helix allegedly had a breakage. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.